Manufacturer narrative:
This is not an implantable device. Concomitant medical products: lens ar40e, serial number unknown; injector emeraldt, lot unknown. (B)(6). Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while advancing the intraocular lens (model ar40e) within the cartridge (model emeraldc30), the cartridge tip broke off. There was no patient contact. Reportedly, the account have been using this lens model and delivery system for a lot of years, and they know these devices quite well. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 12/15/2018. Device returned to manufacturer: yes. Device evaluation: the product associated to the complaint was received. Trace of viscoelastic was observed on the cartridge surface indicating that the device was handled at the surgical stage. The cartridge was observed broken in two pieces; the cartridge tube was detached from the wings. There ass no indication of a molding defect based on the form of the pieces of cartridge returned. The reported issue was verified. A product quality deficiency could not be determined since the cartridge was handled at surgical site and therefore handling issues could not be discarded as potential cause of the issue reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.